Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 120 mg/dl. The customer reverted to an alternate method of insulin therapy.